Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced low blood glucose. The customer¿s blood glucose level was 45 mg/dl at the time of the incident and her current blood glucose is 120 mg/dl. The customer was treated with food and glucose tablets. The customer has been experiencing low blood glucose for 2-3 weeks the customer declined troubleshoot for low blood glucose. The customer was assisted to get to the bolus wizard set up and edit settings, did advised the customer that we can not tell what changes to make on her bolus wizard setting up but we can show how to get there if she makes the changes. Advised the customer that to make any changes she does need to contact the heath care professional. The insulin pump will not be returned for analysis.